Manufacturer narrative:
(B)(4). It was reported that the oversensing had resolved without any further programming changes. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that following the implant procedure for this pacemaker, dropped beats were seen on telemetry. All diagnostics were good and noise could not be recreated. A spike was also seen on telemetry but not sensed by the device. The sensitivity was decreased for the rv channel. Boston scientific technical services (ts) discussed possible air bubbles in the device header and that they typically dissipate within 24 hours. No adverse patient effects were reported.